Event description:
It was reported that prior to pulse field ablation with a faradrive sheath, the sheath exhibited air bubbles. The physician suspects this may have been due to a damaged valve. The sheath is not available for return and analysis as it was discarded by the hospital staff. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.